Event description:
Baxter sweden reports pt was diagnosed with peritonitis after "the aggregate became loose from the titanium adapter four days after the treatment started". Detailed info has been requested by u.s. Product surveillance, and will be forwarded when follow-up submitted.

Event description:
Baxter affiliate reports pt was not hospitalized for the reported peritonitis event. However, report indicates pt was hospitalized (dates unknown) for diarrhea and vomiting. The pt has recovered.